Manufacturer narrative:
No device deficiency was reported. Phrenic nerve damage leading to diaphragmatic paralysis is a known potential adverse event documented in product labeling. A balloon pinhole was reported for this catheter and recorded as complaint (B)(4). Balloon pinholes require catheter replacement. At the time of the complaint there was no notification of the phrenic nerve injury. There is no causal relationship between a balloon pinhole and phrenic nerve injury. The reporter for this MDR could not determine if the catheter in this MDR or the replacement catheter was related to the phrenic nerve injury. The second catheter used for this patient will be reported as MDR 1225698201800028.

Event description:
A pvi procedure was performed and the patient had phrenic nerve paralysis. There was no prolongation of hospitalization. The patient's current status is unknown as of this report.